Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received the product analysis lab on (B)(6) 2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a procedure, the 132cm embovac 71 aspiration catheter (ic71132ca / 30557977) allegedly cracked at about 7 cm from the end. Limited information was provided; it was reported that the procedure was successfully completed and there was no impact on the patient. Additional information was received on 09-feb-2022. The information indicated that the target vessels were the right internal carotid artery (ica) terminus and right m1 segment. The adapt (a direct aspiration first pass technique) was initially performed using the embovac aspiration catheter. The physician performed contact aspiration by connecting suction machine. ¿but it remained persist blood aspiration out into the buttle of suction machine.¿ nothing unusual in particular was noted about the embovac device prior to use. When the crack on the embovac was noted, the procedure strategy was changed; the adapt technique was changed to the solumbra technique and a trevo xp stent retriever (stryker) and intermediate catheter were used. The reported event did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Patient identifier was not provided. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30557977) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a procedure, the 132cm embovac 71 aspiration catheter (ic71132ca / 30557977) allegedly cracked at about 7 cm from the end. Limited information was provided; it was reported that the procedure was successfully completed and there was no impact on the patient. Additional information was received on 09-feb-2022. The information indicated that the target vessels were the right internal carotid artery (ica) terminus and right m1 segment. The adapt (a direct aspiration first pass technique) was initially performed using the embovac aspiration catheter. The physician performed contact aspiration by connecting suction machine. ¿but it remained persist blood aspiration out into the buttle of suction machine.¿ nothing unusual in particular was noted about the embovac device prior to use. When the crack on the embovac was noted, the procedure strategy was changed; the adapt technique was changed to the solumbra technique and a trevo xp stent retriever (stryker) and intermediate catheter were used. The reported event did not result in any clinically significant delay in the procedure. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 132cm embovac 71 aspiration catheter was received contained in a pouch. The presence of the hydrophilic coating was confirmed. The device was visually inspected. The tip was found to be compressed. The braid mesh portion was in a compressed condition at 2.5 cm from the distal end, and another slight compression was noted at 10.3 cm from the distal end. These damages are not related to the customer complaint, but they could suggest that there was difficulty to track the embovac through another device or vascular tortuosity. At 7 cm from the distal end, the braid mesh portion was noted to be longitudinally compressed, which seemed to be the failure reported. Although no evident damage to the coating was noted under microscopic magnification, the device was flushed, and water was coming out from this location, which indicates that the integrity of the coating is compromised. The damage on the coating seems to be secondary to the compression. Further damage was noted at 51 cm and 121 cm from the distal end, the catheter shaft was found to be in kinked condition. Another compression was noted at 119 cm from the distal end. These damages are unrelated to the customer complaint and might have occurred sometime during the post-operative handling of the device. The exact timing of when the damages observed and described above could not be determined. However, they are suspected to be secondary to factors not described in the event; as noted within the additional information received, nothing unusual in particular was noted about the embovac catheter prior to use. The device inner diameter (ID) and outer diameter (od) were confirmed to be within specifications. The concomitant devices are not known and were not returned for investigation. As such, no further evaluation could be performed. With the limited information available, an assignment of a root cause is not possible. However, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The customer complaint was confirmed as the longitudinal compression and subsequent water leakage observed in the lab setting are consistent with the reported failure in relation to the embovac ¿allegedly cracked at about 7 cm from the end¿. A review of manufacturing documentation associated with this lot (30557977) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance could damage the device or cause patient injury. Torquing the large bore catheter excessively while kinked may damage the device, resulting in separation of the catheter shaft. Withdraw the entire device (the device, microcatheter, and guidewire) if the device is severely kinked. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.